Event description:
"Blub didn't close when flush lever operated." Based on the video recording received together with the complaint, the complaint is interpreted as follows: the flow/flush device was depressed (allowing fast flush) and then released (the fast flow of fluid was stopped). The button on top of the flush lever was pressed. Although the flush lever was not touched (i.e. Fast flush was not activated), fast flow of fluid was initiated. The user was concerned that accidental handling of the button may lead to unexpected activation of fast flush.